Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-06113, related manufacturer reference number: 2017865-2020-06115. It was reported that a patient presented with pocket pain, swelling, redness and fever. This was noted to be due to a pocket infection. During the system extraction, after the removal of the pacemaker and while the leads were being extracted, hypotension was noted. This was due to a pericardial effusion confirmed by transesophageal echocardiography (tee). Emergency pericardiocentesis was performed. No reaccumulation of fluid occurred after this. Patient vital signs stable post procedure.

Manufacturer narrative:
The patient weight should be (B)(6) rather than "unknown".

Manufacturer narrative:
A partial lead with the connector portion measuring 8.3 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.